Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda) was due to challenging patient anatomy. The reported recurrent mr appears to be due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
His is filed to report incomplete coaptation and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed posterior leaflet, elongation of the leaflet, and mobility of the heart. Two clips were successfully implanted, reducing mr to a grade of 3. On (B)(6) 2023, an echocardiogram was performed which revealed recurrent mr grade 3+. One of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2023, a secondary mitraclip procedure was performed and a mitraclip xt was implanted without issue. The mr was reduced to trace. No additional information was provided.